Event description:
It was reported that when the devices were used during an unknown procedure, the first device bent, while trying to get it into the abdomen. The surgeon then broke the cannula and tore the gaskets. Openend another device to complete the case. There was no consequence to patient.